Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006.

Event description:
It was reported the patient had surgery to revise their tined lead. The patient had their tined lead replaced due to high impedance. Troubleshooting attempts were made when the physician disconnected the lead and cleaned it, but it still showed high impedances. The lead was also tested with a stim clip, but the high impedance was still present and there were no motor responses. Despite good placement and looking intact, the physician decided to replace the lead. There were no concerns with the neurostimulator. The patient is doing great and seeing symptom relief again.